Manufacturer narrative:
Follow-up #1: date of submission 11/1/2017 - device evaluation: the device has been returned and evaluated by product analysis on 10/27/2017 with the following findings: multiple loss of prime warnings (eaw 162) were observed in the black box history with low non-zero force. The pump was exercised for 24 hours and loss of prime was not duplicated. A measure of force calibration passed. Unrelated to the original complaint, the battery compartment was cracked starting at the threads to the left side of the grip pad and from the case seal traveling to the grip pad. Additionally, the okay button was over responsive; all other buttons responded properly. No physical damage was observed on the keypad. The rubber keypad was removed and a crack was found in the dome contact.

Manufacturer narrative:
The pump has been returned to animas for evaluation but investigation is not yet completed. When evaluation is completed a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.